Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "[the movement] was perceived as jerky when the slider was moved forward" during implantation in unknown eye. Device was successfully implanted. No eye injury reported.

Manufacturer narrative:
Corrected data: b.5., e.1.

Event description:
Additional information noted affected eye is right eye.

Manufacturer narrative:
Additional to device analysis: the device was removed from the molded tray and manipulated. Condition of the injector indicates use of the device; therefore, the damage/defects observed are likely due to handling. No further evaluation is required. The gel stent was not returned as it remains implanted in the eye and is not accessible for return.

Event description:
Clarification: gel stent remains implanted.

Event description:
Healthcare professional reported a xen®45 gts event described as "[the movement] was perceived as jerky when the slider was moved forward" during implantation in unknown eye. Device was successfully implanted. No eye injury reported.

Manufacturer narrative:
Device analysis: the unit box was returned. The molded tray was not returned. The needle cover, cam lock, and retention plug were each detached and not returned. The gel stent was not returned. The slider of the injector was significantly advanced (not completely advanced), the needle was fully extended, and the bevel was in the left position. A visual evaluation of the xen injector was performed. Significant damage was observed to the injector. A gap/separation was observed between the halves of the syringe case (near the needle hub). The needle hub was observed to be twisted and is observed in an atypical position within the injector case. The needle guide (with needle shaft) was observed to be severely bent near the hub. The reported complaint of slider resistance is unable to confirm since device functionality could not be evaluated due to injector damage.